Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter complained of a questionable benz benzodiazepines plus result for 1 patient tested on a cobas 6000 c (501) module compared to confirmation testing. The c (501) serial number was (B)(4). The benz result on the c (501) was positive. The benzodiazepines result with gc/ms was negative.

Manufacturer narrative:
Additional information was requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.